Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. Customer stated that her low blood glucose level was of 53 mg/dl and high blood glucose of 411 mg/dl. Customer reported that they wake up with blood glucose level of over 200 mg/dl. Customer reported that they experienced low blood glucose at night time while sleeping and high blood glucose at the day time. Customer reported that the insulin pump had a crack on the case of insulin pump near the battery compartment area, insulin pump rejected the batteries. The insulin pump was not returned for analysis.